Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead impedance measuring, the patient experienced phrenic nerve stimulation. No medical intervention was reported. No further information was reported.